Manufacturer narrative:
The lead was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead exhibited normal sensing and impedance measurements on the pacing system analyzer (psa). When the lead was connected to the device, the sensing had decreased to 3mv. The lead was tested on the psa again and the r-waves were still 3mv. The physician then attempted to reposition the lead. The helix was retracted, but after moving the lead, the helix would not extend fully. The physician tried several times, without success. Then when the lead was tested, the pacing impedance was observed to be very high. This lead was removed and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted with dried blood and tissue in the helix. A soft stylet was returned within the lead, bent at the lead tip. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. It was suspected the helix extension/retraction difficulties were due to the large amount of tissue entwined on the helix.